Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top and bottom of the cases are in excellent condition with no physical damage found. Customers reported issues were duplicated during power-up process using biomed diagnostics monitor battery status. The root cause of the reported issue was found to be the battery. Actions taken to mitigate the reported issue: replaced battery. Performed power up process and all functional tests which passed.

Event description:
It was reported that battery communication timeout event occurred. No patient injury reported.